Manufacturer narrative:
Additional information: h4:device manufacture date. Evaluation summary: we investigated the defective device. As a result of the investigation, the reported defect was not reproduced. It was confirmed that it was a normal product. We also checked the DHR and confirmed that there was no problem.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Difficult to open and close the cup when I checked the opening and closing of forceps before inserting the endoscope, it did not open. There was no report of patient harm. The time of event is before use.